Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz6 right; cat# 5512-f-602; lot# ada3y. Tri post augment sz6 5mm; cat# 5543-a-600; lot# bab7z. Triathlon femoral distal augment 10mm - size 6 right; cat# 5541-a-602; lot# aax9g qty. 2. Tri press-fit stem 18x150mm; cat# 5566-s-018; lot# 0062906j. Triathlon press-fit stem 22mm x 150mm; cat# 5566-s-022; lot# m8n47e. Triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# 0068113m. Triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# 0065803a. Tri ts baseplate size 6; cat# 5521-b-600; lot# bl79ea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to possible infection (possible cause of infection, clinical confirmation not reported). An I&d with poly swap (same catalog number) was performed.